Manufacturer narrative:
Device available for evaluation?, evaluation codes, and additional MFR narrative. Additional information provided clarified the blood had come from the proximal end of the loader and not from the sheath where the loader clips into the sheath. Note: in this case, the loader is packaged with the certitude delivery system which is not commercially available in the us, however, the certitude loader is considered similar to the loader that is packaged with the expandable sheath. The delivery system, extension, introducer, and sheath with loader inserted used in the case were returned to edwards lifesciences. The devices underwent visual, dimensional and functional analysis. Visual inspection revealed the loader was returned fully inserted into the sheath. No visible damage was observed on the loader. No visible damage was observed on the introducer delivery system, or sheath. Due to the inability to fully decontaminate the loader, the following functional testing was performed: the loader was removed, sheath flushed, then re-inserted into sheath. An introducer was used to track a guidewire (provided in lab) through the sheath. The sheath was forcefully flushed repeatedly with guidewire in place and no leakage was observed. The distal end of the returned delivery system was then inserted into the loader and the assembly was inserted into sheath. The sheath was forcefully flushed repeatedly with delivery system fully inserted into the sheath and no leakage was observed. No issues were observed with the loader interacting with the sheath. The components secured as designed and no leakage was observed during the testing. Dimensional analysis was performed. The inner diameter (ID) of the loader seals were measured to ensure that a dimensional non-conformance did not lead to the reported leakage. All measurements were within specifications. During manufacturing, the loader undergoes multiple 100% visual inspections for defects by manufacturing and quality. Furthermore, product verification testing is performed on a sampling plan. During this procedure, the device samples are visually inspected for physical defects with minimum x2.85 magnification. Furthermore, device samples are tested for hemostasis leak with the delivery system and loader. Inspections during the manufacturing process and during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. In this case, the complaint for loader ¿ leakage was unable to be confirmed. Visual and dimensional inspection supports the seals in question are within specification. Functional testing was also unable to reproduce the issue. While manipulation and issues associated with the interaction between the loader and the sheath may lead to leakage, these issues were not reported from the field. At this time a definite root cause is unable to be determined. No manufacturing or IFU/labeling inadequacies were identified. There is not enough information to determine a root cause. Review of complaint history for july 2016 revealed that the occurrence rate does not exceed the control limits for this failure mode. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Additional information provided clarified the blood had come from the proximal end of the loader and not from the sheath where the loader clips into the sheath. In this case, the loader is packaged with the certitude delivery system, which at the time was not commercially available in the us, however, the certitude loader was considered similar to the loader that is packaged with the ascendra 3 introducer sheath and not the expandable sheath as previously noted.

Manufacturer narrative:
The complaint device (edwards certitude introducer sheath set - model 9620is18clus) is not sold or marketed in the us; however it is deemed similar to the (ascendra 3 introducer sheath - model 9120is). The PMA/510k field will be blank. The lot number is 60278230. Investigation is ongoing.

Event description:
During the transaortic tavr procedure, bleeding out of the sheath was observed after the delivery system was inserted. The procedure was performed under general anesthesia. A partial j sternotomy was performed to expose the ascending aorta. Aortic access was obtained with a micro-puncture needle and a 6f sheath placed. The 6f sheath was exchange for the 18f certitude sheath, which was inserted a depth of 2 cm. A bav was performed using a 20 x 3 cm ew balloon under rvp. A 23 mm s3 thv/ds were prepped using nominal volume. The delivery system was inserted into the 18f sheath and advanced across the native aortic annulus with the center of the center marker at the base of the aortic cusps (the cusps didn't seem well aligned). Excessive bleeding out of the sheath was observed after the delivery system was inserted. No blood transfusion was required. Slow thv deployment was done under rvp. The certitude delivery system and wire were removed; angiography and echo revealed no pvl or cai. Final position was 60:40 aortic. The patient was rvp, at 180 bpm, for the sheath removal and the sternotomy was closed in normal surgical fashion. No particular damage was observed on the sheath upon removal. The patient was stable.